Event description:
Subsequent to the initial MDR, a correction was made.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. D4 primary UDI number- correction. H2 type of follow up- correction.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).